Event description:
Clinic notes were received for a referral for generator replacement. The notes provided that the patient is tolerating his vns and most time isn't aware that it is triggering. There other times he feels that it is not working and that is why he is getting breakthrough seizures." Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider indicated that after speaking with the patient, the vns was working great.

Event description:
It was reported that patient's generator was replaced prophylactically. The explanted generator was received by the manufacturer and product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a stimulated body temperature environment and provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified and the battery status was verified to be not at end of service. No further relevant information has been received to date.